Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son experienced a high blood glucose level. The customer was treated with manual injections for high blood glucose level. The customer's blood glucose value was 414 mg/dl three nights ago. The customer's blood glucose 400 mg/dl. The customer declined troubleshoot for high blood glucose level. The pump will not be returned for analysis.